Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preventive maintenance, it was reported that the cardioplegia monitor locked up. There were no reported adverse consequences to a pt as a result of this event.